Event description:
It was reported that during a sigmoidectomy procedure, the anvil and the device body were detached during closing. The same events occurred several times. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.